Manufacturer narrative:
Investigation summary bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve separation was observed, however the failure cannot be confirmed since it is not clear how the sleeve was removed from the non-patient cannula. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Medical device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® blood transfer device holder with female luer adapter the rubber sleeve covering the np needle, separated. The following information was provided by the initial reporter: the customer reported about separation of the rubber sleeve covering the np needle, which occurred during use.